Event description:
It was observed that during device evaluation, the aspiration needle was broken at the tip of the needle tube. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be the rupture of the needle tube due to a bending load applied during the procedure, when the needle tube was pierced through hard tissues or when the endoscope was inserted or removed, causing the tube to bend significantly. A load in the direction of straightening was then applied to the bent needle tube, leading to its rupture. The event can be prevented by following the instructions for use which state: "do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break. Do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result. Do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is large and insertion is difficult". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: g3.